Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4).

Event description:
It was reported that this inflatable penile prosthesis (ipp) was associated with patient dissatisfaction due to difficulty inflating the pump. The issue was primarily related to the patient's finger grip. The pump worked outside of the body, but inside the body it would not pump up properly. The physician suspected possible back pressure or kinked tubing. A surgical procedure was performed in which the pump was replaced. There were no patient complications reported.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was associated with patient dissatisfaction due to difficulty inflating the pump. The issue was primarily related to the patient's finger grip. The pump worked outside of the body, but inside the body it would not pump up properly. The physician suspected possible back pressure or kinked tubing. A surgical procedure was performed in which cylinders and pump were replaced. There were no patient complications reported.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. Microscope examination revealed that both cylinders had wear at fold in the middle of the cylinder. Both cylinders passed the leakage test. The tenacio pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. The pump passed the leakage test and the functional testing. Based on the information available and analysis results, the reported allegations of pump difficult to inflate and kinked tubing are unable to be confirmed. Correction to field h7: if remedial act init, type. Correction to field h9: correction/removal reporting #.

Manufacturer narrative:
Concomitant product UDI for reservoir is (B)(4). Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis (ipp) underwent a thorough analysis. The cylinders were microscopically inspected and leak tested. Microscope examination revealed that both cylinders had wear at fold in the middle of the cylinder. Both cylinders passed the leakage test. The tenacio pump was microscopically inspected, leak and functionally tested. The pump passed the visual inspection. No damage or abnormalities were found. The pump passed the leakage test and the functional testing. Based on the information available and analysis results, the reported allegations of pump difficult to inflate and kinked tubing are unable to be confirmed. This report is report is being submitted to correct the event description (b5) in section b, adverse event/ product problem.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was associated with patient dissatisfaction due to difficulty inflating the pump. The issue was primarily related to the patient's finger grip. The pump worked outside of the body, but inside the body it would not pump up properly. The physician suspected possible back pressure or kinked tubing. A surgical procedure was performed in which cylinders and pump were replaced. There were no patient complications reported.